Event description:
Rep reported that female patient had a recovery filter implanted for previous pe. Pt complained of back pain, & angio showed 2 arms had perforated cava wall. Filter was removed and new recovery filter was implanted.